Manufacturer narrative:
Due to character limitation, below field are added from e1- event site state - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during use that cardiosave intra aortic balloon pump (iabp) gas gain alarm occurred. She stated that 2 hours ago, after flushing the inner lumen, a gas gain alarm appeared for approximately 10-15 seconds on the screen. The alarm resolved by itself. She stated they verified there was no blood in the helium tubing and all connections were together. She notified the on call physicians, and they wanted her to check to make sure nothing else needed to be done with the balloon pump. Customer explained the pump was working appropriately. It was explained how to properly troubleshoot the alarm should it occur again: check the helium tubing for blood or discoloration, press the iab fill key for 2-3 seconds, press start, and check the helium tubing again. There was no harm or injury reported.

Manufacturer narrative:
Updated fields : b4, d8, d9, g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions ), h11. Corrected fields: b5, d10, h6 (medical device ¿ problem code). It was reported by the customer during a call with the emergency support program (esp) that the cardiosave intra aortic balloon pump (iabp) rn inquired about a gas gain alarm. There was no patient harm. The rn stated that 2 hours ago, after flushing the inner lumen, a gas gain alarm appeared for approximately 10-15 seconds on the screen. The alarm resolved by itself. The rn stated they verified there was no blood in the helium tubing and all connections were together. The rn notified the on call physicians, and they wanted her to check to make sure nothing else needed to be done with the balloon pump. The rn explained the pump was working appropriately. Esp explained how to properly troubleshoot the alarm should it occur again: check the helium tubing for blood or discoloration, press the iab fill key for 2-3 seconds, press start, and check the helium tubing again. We reviewed the nature of this alarm and different clinical possibilities. There was no obvious clinical explanation for the alarm at that time.

Event description:
It was reported by the customer during a call with the emergency support program (esp) that the cardiosave intra aortic balloon pump (iabp) rn inquired about a gas gain alarm. There was no patient harm. The rn stated that 2 hours ago, after flushing the inner lumen, a gas gain alarm appeared for approximately 10-15 seconds on the screen. The alarm resolved by itself. The rn stated they verified there was no blood in the helium tubing and all connections were together. The rn notified the on call physicians, and they wanted her to check to make sure nothing else needed to be done with the balloon pump. The rn explained the pump was working appropriately. Esp explained how to properly troubleshoot the alarm should it occur again: check the helium tubing for blood or discoloration, press the iab fill key for 2-3 seconds, press start, and check the helium tubing again. We reviewed the nature of this alarm and different clinical possibilities. There was no obvious clinical explanation for the alarm at that time.